Event description:
It was reported that the patient was referred for a full revision due to battery depletion. The patient was reported to have an increase in seizures. Further follow up with the physician's office revealed that the patient's increase in seizures had began in the previous year. The physician's office stated that the vns needed to be replaced a long time ago. No surgical intervention is known to have occurred to date. No additional relevant information was received to date.

Event description:
Revision surgery on the patient was completed. Only the generator was replaced. The explanted generator has not been received to date.

Event description:
It was revealed during product return attempts that the hospital does not let products leave. As such, the explanted generator is not expected to be returned.

Manufacturer narrative:
Date received by manufacturer, corrected data: follow-up report #01 inadvertently left the field blank instead of 05/18/2017.